Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the stopper was misaligned in the bd plastipak¿ syringe luer-lok¿ tip before use. The following information was provided by the initial reporter, translated from french to english: "within the chemotherapy reconstitution department of the pharmacy, on (B)(6) 2020, a syringe was discovered before use, with the stopper badly positioned from the start. Another syringe had to be used."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 9/15/2020. Investigation: one 3ml syringe in a fully sealed blister pack confirmed to be from batch 9042758 was received and evaluated. It was observed the stopper inside the syringe was jammed between the bottom of the plunger rod and the barrel wall, which was rejectable per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. The device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that the stopper was misaligned in the bd plastipak¿ syringe luer-lok¿ tip before use. The following information was provided by the initial reporter, translated from french to english: "within the chemotherapy reconstitution department of the pharmacy, on (B)(6) 2020, a syringe was discovered before use, with the stopper badly positioned from the start. Another syringe had to be used."